Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The patient's father reported the patient's blood glucose elevated to 290 mg/dl. Her normal blood glucose level is 120 mg/dl. The patient does not believe the infusion device is delivering the basal rates or bolus correctly. The patient switched to insulin injection. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for evaluation.